Manufacturer narrative:
Continuation of d10: patient product ID 97755-s lot# serial# (B)(6) , product type recharger analysis of the recharger, model 97755-s, s/n (B)(6), found recharge antenna complaint unverified - found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are not able to fully charge the implanted neurostimulator since couple months ago. Patient stated they get maybe up to 80% charge and the controller says fully charged and they can't fully recharge the implant. Patient asked for battery pack replacement because bp is not working. Patient service asked patient to connect with controller and controller show 100% and implant 40% charged. Agent reviewed controller functioning as intended. Agent asked patient to inspect the recharger antenna cord for damage and patient said there is no visible damage on the cord but the area where the cord goes into the paddle looks worn out, loose and used. Agent reviewed device function and patient said the last time they had the same issue and they received a battery pack. Agent reviewed if the issue continue with rtm replacement to callback for assistance. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from patient stating they got a new controller a while ago and then last week they got a new rtm due to the same issue of the controller battery depleting in charge completely before the ins was charged. Patient tried to charge the ins with the new recharger (rtm) and the ins only charged from 0% to 40% battery in 2 hours. Patient noted the recharger (rtm) antenna was getting hot. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: nlf225317n, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated how they had been having problems off and on for a month now when they first called in. Patinet stated they are having a hard time getting the implant to 100%. Patient stated they have to have the implant placed just right, and and stimulation needs to be turned off, and a 'unicorn needs to pass through their living room' to get the implant to charge and they still wait forever and ever. Patient stated the initial call they thought they needed a new battery, but patinet was sent new paddle and new controller. Patient stated even with new recharger, it seemed like the recharger was getting hot, so they then received replacement controller. Patinet confirmed no falls or trauma.patinet stated they recently went in for reprogramming and they were told all the internal components were working. Patient stated they do not see any alerts or errors, but when they charge they cannot charge to 100%, and they have sit very still and turn off controller and not shift at all otherwise quality dips below excellent and if quality is not fully excellent, the implant does not charge. Patient stated implant will not charge, but the controller battery goes down. The issue was not resolved. A request was sent to replace li battery and recharger due to heating.